Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2009, this pt was implanted with gore excluder aaa endoprostheses. On (B)(6), 2009, this pt underwent a second procedure where an additional aortic extender component was implanted.